Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump was cracked at the top of the reservoir housing and that the up arrow button malfunctioned, causing a continuous scroll. The customer changed the batteries, but it did not resolve the button anomaly. The customer noticed other buttons became unresponsive as well. The blood glucose reading was 190 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the reservoir tube window corners, cracked battery tube threads and a broken reservoir tube lip.